Event description:
During use of the heart string iii proximal seal system, the surgeon reported using the aortic cutter to cut the hole in the aorta before deploying the proximal seal. Surgeon reported that after the aortic cutter performed the aortotomy, the piece of vessel wall was not found in the cutter as expected. The surgical field was examined in an effort to locate this tiny piece of the vessel wall, but it was not found. At this point, there was concern for embolization related to this piece.